Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via manufacturer representative being forced to go through airport security. The consumer asked for alternate screening and was denied, and she did not turn her device off. The implantable neurostimulator (ins) now shuts off and on and charging was taking way over three (3) hours. She used to charge every other day or sometimes six (6) days later. The consumer was currently trying to make an appointment with the clinic and representative. Follow-up is being conducted to determine any steps taken to resolve and resolution of the reported issue.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the patient was reprogrammed and orientation done over. The consumer was getting great stimulation and therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported stimulation programming was scrambled on (B)(6) 2016 and she was falling as of approximately (B)(6) 2016. The consumer was at an airport and an agent at the airport took away her programmer and recharger and told her that she could not turn stimulation off. The consumer showed the agent her card; however, the agent stated she did not need to turn off her stimulation and told her to go through the full body scan. Because of the scan and not being able to turn off her stimulation, she began having issues with the implantable neurostimulator (ins). She felt like the stimulation was scrambled and it would go from 3.8 to 0.0. The consumer stated she did have stimulation set or programmed on adaptive stim. She noted that stimulation would turn itself on and off and she was not able to adjust it. By the time she got to her destination, the ins was almost fully depleted and it took her about four hours to charge the ins with full coupling. She began having falls about two weeks ago because she was not able to turn on her stimulation and did not feel the falls are the cause of the change in therapy. She had seen a manufacturer representative three times and they did reprogramming. They were able to reprogram the implantable neurostimulator (ins) and she was able to use her programming. The consumer stated she also had to go in and have injections into her back for the pain because she was not able to use the stimulation. Additional information received from the representative reported there was nothing wrong with the system.